Event description:
Reportedly a 3000tfx, 27mm was explanted at implant due to tear on cuff. The 27mm valve was replaced by a 25mm, sales representative believes surgeon oversized the valve. The valve is available at this time and will be returned by sales representative. No additional information was provided. A 04/16/10 e-mail from sales representative indicates that hospital will not release the operative report. Spoke with dr (B) (6) and he stated he was probably putting too big of a valve for the orifice. He noted as he was pushing valve down to seat, he was pressing hard on valve. The cuff started tearing away from the stent post in one area. He decided to explant valve and put in smaller one. Valve sent to edwards today. On 04/27/10, received MDR submitted to the FDA by the hospital confirming the complaint called in by the sales representative on (B) (6) 2010.

Manufacturer narrative:
Tear on valve sewing ring cuff. Device evaluation: a cut in the sewing fabric threads is detected which led to exposed band at the outflow aspect by commsisure 2. Two scratched marking are detected in the band are detected in the region of the cut. The valve as received, exhibits thrombus like deposits onto its tissue inflow. No other inconsistencies detected. X-ray, the valve as received, exhibits thrombus like deposits onto its tissue inflow. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.